Event description:
It was reported that stent foreshortening occurred. A promus premier stent was selected for use. However, it was noted that it had an issue with longitudinal compression as the stent shortens once it cannot expand. No known patient complications were reported.